Manufacturer narrative:
(B)(4). The reported caravel microcatheter was returned with the separated tip for evaluation. The returned microcatheter was missing its tip and crushed at the border of shaft and tip segments. Circumferential cracks indicating tensile stress had contributed to tearing of the tip were observed on the tip surface proximal to the torn end which was crushed into oval. Stretching of the tip polymer and inner jacket was seen at the torn end. The separated tip was approximately 2.5mm long and necking with circumferential cracks was observed proximal to the torn end. Above finding suggested that the tip itself was stretched and torn apart at approximately 1.5mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the tip. The applied tensile stress would exceed the product design limit when the catheter was being removed at the time it was being trapped with the balloon. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tips of asahi caravel microcatheters broke off during a pci to treat a heavily calcified cto in the lad (the first one is reported as MFR report #: 3003775027-2020-00050, the second one is reported as 3003775027-2020-00051). The microcatheter was advanced over an asahi guide wire and both crossed the lesion. Wire exchange was made. The microcatheter was removed using a non-asahi kusabi exchange catheter. When delivering a rota burr, a marker-like object was observed near cap of the lesion. The physician then checked the microcatheter and found the catheter tip was torn off. A non-asahi guide extension catheter was delivered over the separated tip and then a balloon was inflated to press the separated tip against the catheter lumen to successfully retrieve. Rotational atherectomy was then performed using a rotablator and a new caravel microcatheter and guide wire were used to resume the procedure. After removing the second microcatheter, the tip was found torn off. The separated tip was successfully retrieved just as how the first one was retrieved. Recanalization was achieved by stenting. There were no adverse patient effects associated with reported tip separation.